Event description:
It was reported that the insulin gauge was inaccurate and static. Additionally, it was reported that the pump date was incorrect, cause was unknown. The customer's blood glucose level was 117 mg/dl. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.